Event description:
It was reported that during a lap chole procedure, the jaws would not open while doing a cholangiogram. The device had to be pulled off the tissue. An er320 was used to complete the procedure. There was no pt consequence.